Event description:
A field service representative reported on behalf of account that the metal cannula detached from the plastic hub of 25g trocar. This event did occur during a pars plana procedure, however, there was no patient impact.

Manufacturer narrative:
A sample has been received, but the evaluation has not been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).